Event description:
Additional information received from the consumer reported they were about 104 pounds at the time of the event. According to the consumer the circumstances that led to the shocking in the groin and being unable to turn the programmers backlight on were ¿probably because I had it off for reasons stated¿it wasn¿t working or me, and I tried it one night because it was (urine) was flowing so much and I hit the wrong button?¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they decided to turn their stimulation on during the night/3:00 am on (B)(6) 2017 because they were tired of having to go so frequently. They didn't turn on the light and couldn't get the backlight to turn on. They pushed several buttons, like the navigator button, and felt a sudden, shock in the groin. It was noted that the patient had to turn the stimulation off since it wasn't subsiding. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.